Event description:
Surgeons report on database of an exchange nail due to a non-union of f/x. Surgeon stated he did surgery to reduce f/x. Surgeon stated he did surgery to reduce f/x and place a new sign i.m. Nail. After review of x-rays there is no indication of product defect.